Event description:
A distributor in france reported a complaint regarding a broken touchscreen on a pump, with the device's screen being shattered and non-functional despite being powered on. There was no reported adverse impact on the customer's blood glucose level. The customer received a replacement pump to ensure continued insulin therapy.